Event description:
It was reported that the patient was dependent on the device for normal function and was asymptomatic. It was reported that the patient presented for a routine generator change in clinic. It was noted during the procedure that there was an insulation breach on the right ventricular (rv) lead. The rv lead was capped (B)(6) 2021 and replaced. The patient went home doing well.